Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# / serial# (B)(4) , implanted: (B)(6) 2015, product type: lead; product ID: 977a260 , lot#/ serial# (B)(4) , implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-sep-2019, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 10-aug-2019, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for chronic low back pain, radiculopathy, and spinal pain. It was reported that the patient stated that she feels like her ¿battery is slowing down.¿ she states that when she charges she sometimes gets the ¿check with your doctor symbol¿ and that when she turns her stim up it doesn't feel as strong as it used to. The patient denies any falls or accidents. The patient plans to call patient services. She will also make an appointment with the pain clinic for x-rays and impedance check. On (B)(6) 2021 no new information. Pt states the (B)(6) she met with a rep who was there and they determined that day by x-ray that some of the electrodes have moved. Pt states the rep reprogrammed and its working fine now.